Event description:
It was reported during in clinic follow up that the anti-tachycardia pacing (atp) delivered by the implantable cardioverter defibrillator (ICD) was inadequate. Programming changes were made to make the pacing settings more aggressive. The patient was stable.